Event description:
Customer reported damaged oxygen sensor. The malfunction did not occur during pt use. Customer replaced the oxygen sensor, which resolved the reported issue. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).